Event description:
The customer reported that she received a prime rewind alarm on her insulin pump and insulin was coming straight out. Her blood glucose was not known. During troubleshooting, the customer stated the insulin pump was not bumped or dropped and the drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer also stated she received a battery out limit alarm after the batteries were out of the insulin pump for longer than the pump allows. It ws explained to the customer that this is normal insulin pump behavior. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. All operating currents were within specification and the insulin pump passed the self test. No unexpected battery out limit alarm was noted. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.